Event description:
It was reported that interrogation of the pt's generator gave a warning message saying that the current output may not be delivered and instructed the physician to lower the settings and re-interrogate the device. The physician reduced the output setting by 0.25 ma and re-interrogated the device successfully. It was noted that the device is still stimulating as the physician heard the pt's voice change with stimulation. It was also noted that the impedance value on system diagnostics has been increasing, though diagnostics indicate everything is ok. Attempts for further info have been unsuccessful to date.